Event description:
There was no pt involved in this event. This device malfunctioned because it was switching itself off as soon as it is switched on. A device in this fault mode, if left undetected, could result in the failure of the device to perform as intended if required.

Manufacturer narrative:
The returned pad device was examined with a new pad-pak inserted and the green status led did not flash. When the device was switched on, it immediately switched off, confirming the fault. The device was disassembled for investigation and a problem with the d65 diode was discovered. This was replaced and the device operated as expected. The pad pak, which contains the electrodes and batteries, is labeled for single use, but the samaritan pad 300 and 300p devices are for multi-use.